Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6), analysis of the returned desktop charger serial # (B)(6) found that the connector tip was bent. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the recharger is not holding a charge or charging up when attached to the desktop charger. There are no known contributing factors. The recharger was replaced. No symptoms were reported. Additional information was received stating that the transformer (desktop charger) was not charging the recharger.